Event description:
Information was received indicating that during use of a smiths medical cadd legacy plus pump although the batteries were loaded, the pump exhibited "lowbat" alarm. No patient consequences were reported. No adverse events were reported.